Event description:
It was reported that the puncture site was closed with an angio-seal device. A femostop was applied to achieve hemostasis. A few days later, the pt had groin pain and a pseudoaneurysm was found near the puncture site. Surgery was performed to remove the pseudoaneurysm. The pt rec'd a blood transfusion. The pt was discharged in good condition.

Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal device instructions (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The following dates are estimated. Only the mo/yr is known.